Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 3. Reference MFR report# 3006705815-2019-00685 and 1627487-2019-02586. It was reported the patient was unable to set ipg to MRI mode due to high impedances. Surgical intervention may be pending to address the issue.